Event description:
Distributor received inv24008830 with item mentioned below and reported that there was dust visible inside the items packaging. Distributor will have item returned and will receive monetary credit upon receipt.